Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The reported unknown device issue could not be confirmed as the reported failure mode was not specified. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. It should be noted that the perclose proglide instructions for use states: prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received stating: "an unknown issue with cuff miss" occurred with the three proglide devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional perclose proglide devices are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that suture placement was attempted in a common femoral artery with three proglide devices via an 8f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, an unknown device issue occurred with the three proglide devices. The method of achieving hemostasis was not reported. No femoral angiogram was taken. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.